Event description:
The cannulated drill was placed over the guide pin and the bone was drilled in the standard fashion, however the pin broke as the drill was being advanced into the bone. The pin blocked the pathway to the tumor to complete rf radiofrequency ablation. Patient had to return to the or the following day to have the pin removed (if it stays in, could conduct heat and kill healthy tissue) and to complete the originally intended procedure.the pin was never used before or reprocessed.